Event description:
This report summarizes one malfunction. The malfunction was reviewed and indicated that model fem08080 endovascular stent graft allegedly experienced a fracture and a break. The information was received from one source. The malfunction involved a patient with no known impact to the patient. The 53 year old male patients weight was not provided.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model fem08080 endovascular stent graft allegedly experienced a fracture and a break. The information was received from one source. The malfunction involved a patient with no known impact to the patient. The 53 year old male patient weight was not provided.

Manufacturer narrative:
H10: out of the reported one malfunction, the device was returned for evaluation. Based on the investigation of the returned catheter sample it was confirmed that the outer sheath was fractured. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.